Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected, the motor arm cannot communicate with the main arm, or hardware low-level failures alarms noted during testing however, the downloaded history files confirmed software error detected and the motor arm cannot communicate with the main arm alarms due to a software error and hardware low-level failures alarm (variable 3) is found in the downloaded history files due to broken pin 6 (sda) trace on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received multiple insulin pump error alarms occurred after self test as well as hardware low level failure alarm occurred two times after self test. The customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.